Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was experiencing some sensor issues and had a bent sensor cannula. Her blood glucose was 535 mg/dl. The caller declined troubleshooting for the high blood glucose because he stated that it may have been caused by something carbohydrate heavy that the customer ate. The insulin pump will not be returning for analysis. The sensor is returning for analysis.